Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating a leak in reservoir compartment of their insulin pump. The customer had a blood glucose level was 294 mg/dl at the time of the incident. The customer states that they do not know if the leak is past the first or second o-rings. The customer mentioned that they may have air bubbles in the reservoir due to the leak. The customer returned their sets for analysis.

Manufacturer narrative:
Reliability analysis not required. Unable to analyze reservoirs due to being expired.